Manufacturer narrative:
Results: the neuron max was kinked approximately 23.0 and 68.0 cm from the hub. Yield marks were present at the location of the kinks. During functional analysis, the neuron max was flushed with air while submerged in the bleach solution and no leaking was observed from either of the kinked locations. Conclusions: evaluation of the returned neuron max revealed kinks. If the device is mishandled during preparation for a procedure or forcefully advanced at extreme angles, damage such as kinks may occur. The returned device was not fractured, therefore, the reported break was likely the kink damage observed on the returned neuron max. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician noticed that the proximal end of the neuron max was broken after inserting the neuron max into the femoral artery; therefore, it was removed. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.